Manufacturer narrative:
Additional narrative: device received. Establishment name. Hospital contact telephone: (B)(6). Customer quality (cq) engineering investigation: this complaint is confirmed. On the returned device, one of the distal forceps tips has sheared off at the hinge. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned reduction forceps with points broad-ratchet (398.41) is a reusable instrument included in multiple sets and is used as needed to serve as a reduction clamp during procedures. A visual inspection under 5x magnification and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Part 398.41 lot (B)(4) reduction forceps with points broad-ratchet visual inspection at cq. One of the distal forceps tips has sheared off at the hinge. The sheared off tip was not returned to cq. DHR review: part 398.41 lot (B)(4). Manufacturing date: week 09 in 2004. The DHR is no longer available in (B)(4) due to the age of the instrument (over 13 years old). Therefore the exact date of manufacture is unknown. Drawing review: made to drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to rough handling or cumulative wear for the returned reusable instruments which are both over 13 years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part 398.41/ lot a7na09. Manufacturing date: week 09 in 2004. The DHR is no longer available in (B)(4) due to the age of the instrument (over 13 years old). Therefore the exact date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: reports during instrument inspection part of sterile reprocessing, two bone reductions forceps were found to have broken teeth. Normal wear and tear on instruments. This complaint is for 2 devices. This report is 1 of 2 for com-(B)(4).